Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced chest pain. The patient presented due to stable angina. The heavily calcified 80% stenosed and 20mm long target lesion located in the distal left anterior descending artery. The lesion was predilated with a 2.5x12mm apex balloon for 20 seconds at 10 atms. Then a 2.25x8mm taxus liberte stent and a non-bsc stent were placed via a diagonal graft and post dilated with a 2.5x8mm quantum balloon at 12 atms for 11 seconds resulting in 0% residual stenosis. No post procedural patient complications were reported. (B)(6) 2011 - the patient presented to the hospital with chest pain. The physician unsuccessfully attempted to place an unknown stent in the distal lad. Using an unknown balloon, the physician successfully performed balloon angioplasty. (B)(6) 2011 - the patient received a follow up examination and no additional intervention has been performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Event date: (B)(6) 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient presented in (B)(6) 2011 and received the previously reported intervention in (B)(6) 2011. However, additional information received indicates the patient received no known treatment for the initial onset of chest pain. It was also further reported that the patient presented the following month with chest pain and dyspnea on exertion.